Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a broken cover issue. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.